Event description:
It was reported that during a laparoscopic splenectomy procedure, the surgeon had already dissected the majority of the spleen except for near the hilum. Prior to that to control bleeding, several ligaclips had to be placed. The device was fired four to five times with the anvil cleaned with saline and raytec between firings. On the next firing with a white cartridge, they went to fire across the splenetic hilum artery, a crunch was heard and it could not be advanced any further. They attempted to unlock but it would not. They attempted to manually override but it would not open. They did this multiple times with no success. The surgeon had placed three 5mm trocar ports and one 12mm. To remove the device, one of the 5mm ports was increased it to put in 12mm trocar. Another device was inserted in that port and fired just below where the first stapler was to remove it. The patient was not harmed. Once removed, they did see that they had come across a ligaclip during the attempted firing. The procedure was completed with the new device. The patient was fine.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information was requested and the following was obtained: the analysis found that one device was returned with the closing trigger and anvil closed. An ecr45w cartridge was received loaded on the device; it was noted fully fired. Upon further inspection of the device, three clips were found lodged in the anvil knife slot preventing the knife from firing or returning the knife to home. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The clips were removed and the device was tested for functionality with a test reload; the device achieved its complete 3-strokes firing sequence without any difficulties noted. However, the cut was noted jagged due to a damaged knife. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. It is recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.